Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00780 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-00781 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-00782 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the upper gastrointestinal tract to clip a bleeding ulcer performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. The same event happened with the second clip. The third clip locked onto tissue and would not release from the catheter; however, after manipulating the device, the clip was able to be released from the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.